Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The mother reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. At 3:00am the customer received a blood glucose result of 130 mg/dl. It was reported that due to the incorrect result, the customer lost consciousness and went into a coma. The customer was taken to the hospital. At 4:30am the hospital received a blood glucose result of hi mg/dl. The customer was admitted into the hospital and treated with intravenous insulin. The customer was hospitalized for 3 days and is now home and in stable condition.